Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the rep was at a conference where one physician said they jerry-rigged a device and it dropped to the nipple line without loss of therapy. No symptoms were reported. No further complications were reported or anticipated.